Event description:
It was reported that, "patient's femoral component was loose, revised to a triathlon ts."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.